Manufacturer narrative:
On (B)(6) 2016, the fse was dispatched and verified data transmission from aia-2000 to laptop using hyperterminal program. No further action required from field service. The probable cause of the event was unknown, analyzer is sending results. The probable cause of the event was the waste funnel clogged. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported on the aia-2000st that the 2000 is not sending data to the med x and they cannot troubleshoot it. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. 3005 leak sensor bf wash probe.